Manufacturer narrative:
The device was returned to olympus for investigation. A root cause could not be identified. Based on the product inspection, olympus confirmed the distal end tip broke off the wire and the insulation near the distal tip was worn, however, the most probable cause of the complaint is cause traced to component failure, it is likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single use fiber distal tip had broken off and the insulation near the distal tip appeared to have wear. There was no patient involvement.